Event description:
The trigger would not engage; the ligasure failed on the first attempt.======================manufacturer response for tissue fusion system, ligasure advance======================they will evaluate the instrument and replace product with a new one.